Event description:
It was reported by the clinician that they gained access, put the spring wire guide (swg) through the dilate tract, advanced the catheter and went to remove the swg and it "stuck." The physician's assistant held the catheter while the technician pulled the swg and they heard a "snap." At which time, the swg came out and was unraveled. The technician examined the swg and it did not appear broken, just unraveled. Confirmed nothing was retained in the patient with fluoroscopy. It was noted the patient was not obese.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.